Event description:
It was reported that patient underwent a trauma optilock proximal humerus procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to the fracture healed with a slight varus deformity. The plate was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "internal fixation devices aid the surgeon in the alignment and stabilization of skeletal fractures and provide a means of fracture management in reconstructive surgical applications. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the stress placed upon the device by full or partial weight bearing or load bearing, particularly in the presence of nonunion, delayed union, or incomplete healing."